Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.

Event description:
An (B)(6 ) male pt underwent an evar on (B)(6) 2009 with zenith devices. On (B)(6) 2013, the pt ((B)(6)) underwent a procedure to repair a formerly placed graft on rupture case due to an endoleak (1820334-2013-00438) (the specific type of endoleak was not provided but info indicates it was a type I or a type iii). The physician placed a renu converter stent graft but in the end it was noticed that there was a "waist" on the renu (1820334-2013-00419). The physician explained that it was a twist of the already loaded graft. Pt is doing fine even if sealing due to this event is a bit compromised. No further action planned from customer's side. A cook product specialist is meeting with the physician on (B)(6) 2013 to get more details on the case. Update as per complaint form received on (B)(6)2013; "inserting the stent graft. While deploying the stent graft didn't adopt to the vessel wall and former graft. It didn't expand completely. Probably due to a twist. Which the dr says it was there already at deployment and not done by him. Maybe already twisted loading."